Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The device was used successfully then it was noticed that the device was used after its expiration date post procedure. Based on the results of the complaint investigation, there is no indication of a product quality. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an infrarenal aortic aneurysm procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the infrarenal aortic aneurysm procedure was completed. Reportedly post procedure, it was discovered that the two proglide devices were expired. Hemostasis was successfully achieved with the proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.